Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018, that two flexiva 200 laser fibers were opened for a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was broken outside the patient while being manipulated out of the packaging. A second flexiva 200 laser fiber was opened and the same issue occurred. The procedure was completed with another laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications reported.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10: investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 51.9 cm from the top of the connector to the break. The second piece measured approximately 154.5 cm from the break and included the entire distal tip. The remainder of the fiber was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note:this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on october 19, 2018, that two flexiva 200 laser fibers were opened for a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was broken outside the patient while being manipulated out of the packaging. A second flexiva 200 laser fiber was opened and the same issue occurred. The procedure was completed with another laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications reported.